Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise as well as conversion difficulty during defibrillation threshold testing. An external shock had to be delivered to convert the patient out of ventricular fibrillation. A low out-of-range shock impedance of 1 ohms was also noted, and an alert came through indicating a lead integrity issue. Now, the system is exhibiting high out of range shock impedance measurements of greater than 400 ohms. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual inspection of the header and device case noted an arc mark on the case which indicates a shock shorted to the case. No header and/or electrical overstress damage and/or cracks were observed. Review of diagnostic data confirmed the s-ICD declared both a charge timeout (CT) and long charge (lc) codes. These observations were concluded to be due to the device delivering a shock with the shocking electrode in close proximity to the s-ICD case. Therefore, the damage is deemed due to the environment outside of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual inspection of the header and device case noted an arc mark on the case which indicates a shock shorted to the case. No header and/or electrical overstress damage and/or cracks were observed. Review of diagnostic data confirmed the s-ICD declared both a charge timeout (CT) and long charge (lc) codes. These observations were concluded to be due to the device delivering a shock with the shocking electrode in close proximity to the s-ICD case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise as well as conversion difficulty during defibrillation threshold testing. An external shock had to be delivered to convert the patient out of ventricular fibrillation. A low out-of-range shock impedance of 1 ohms was also noted, and an alert came through indicating a lead integrity issue. Now, the system is exhibiting high out of range shock impedance measurements of greater than 400 ohms. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise as well as conversion difficulty during defibrillation threshold testing. An external shock had to be delivered to convert the patient out of ventricular fibrillation. A low out-of-range shock impedance of 1 ohms was also noted, and an alert came through indicating a lead integrity issue. Now, the system is exhibiting high out of range shock impedance measurements of greater than 400 ohms. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.